Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20081. It was reported the patient experienced ineffective stimulation through his scs system. Subsequently the scs system was explanted. The patient received two scs leads of model # 3166 with a same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20081.

Manufacturer narrative:
Result: the returned lead body was severely damaged and not able to be analyzed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.